Manufacturer narrative:
Investigation results: this failure mode resulting from this case has been evaluated already in a similar complaint and can therefore be defined as a repeating failure mode. The repeating failure mode was confirmed based on costumer description and the investigation. The devices are not fluorinated to specification. If done correctly, small micro lines can be found on the surface. If not done correctly, these lines are not visible. This failure can lead to high friction between the inserted dilator or instrument and cause the internal parts to jam and detach. Device history review: manufacturing related defects were found that were not detected by the tests during the manufacturing process. The tests will be reviewed and adjusted accordingly. Seven similar incidents have been filed with products from this batch. The current failure rate is within the risk analysis and therefore acceptable per procedures; severity was 3(5) and probability 2(5). Conclusion and preventive measures: based upon the investigation results, the root cause is manufacturing related.

Event description:
Investigation complete.

Manufacturer narrative:
Investigation on-going. Should relevant additional information / investigation results become available, a supplemental medwatch report will be submitted.

Event description:
It was reported to aesculap inc. That disp.univ-sealing unit f/10/12mm trocars (product # ek002su) were used during a laparoscopic gastric sleeve case on (B)(6) 2023. According to the complainant, the seals were tearing during the case. Additional information received confirmed that fragments broke off inside the patient. It was also communicated that the abdominal cavity was insufflated in order to retrieve fragments that broke off inside the abdominal cavity. It was stated that there was a delay of about five (5) to ten (10) minutes. The surgery was able to be completed with a new disposable seal. The adverse event is filed under aic reference (B)(4).